Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation was performed, the implant shows extensive signs of wear/use possibly caused during removal. No damage identified that would cause or contribute to the event was identified. Measurements match drawing. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the implant dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error and patient factors. Therefore, based on the available information, the reported event pain event was non-verifiable with all the information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. D4: lot number unknown / not provided. E1: last/given name unknown / not provided. G4: additional PMA/510(k) number, k011028 / k013227. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient came into the office because of pain and discomfort with sensitivity around the implant at tooth location #12 when biting down. The implant was removed. Symptoms as a result of the event: sore gums.